Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an out of range shock impedance measurement greater then 125 ohms during the performance of isometric exercises. There were no adverse patient effects reported. A request for additional information has been sent. The patient was scheduled to see an electrophysiologist (ep) some time within the month.

Event description:
Additional information was received that this lead was capped due to the out of range measurements. There were no adverse patient effects reported.

Event description:
Additional information has been received that the patient had canceled the appointment and a new appointment to perform further testing has not been made by the patient due to outside circumstances.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains implanted surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.